Event description:
It was reported that during a percutaneous coronary intervention procedure, shaft break occurred. Vascular access was obtained via the right radial artery. The 70% stenosed, eccentric, 29mm in length, de novo target lesion was located in the moderately tortuous and mildly calcified, with a significant bend (<=45) and 2.5mm in diameter left circumflex artery. The lesion was predilated with a 10x2.0 mm balloon catheter. The physician successfully delivered a 2.5 x 29mmnon-bsc stent to the lesion. This 15mm x 2.5mm quantum maverick balloon catheter was selected for post-dilation; however while advancing the shaft broke in two pieces. The physician withdrew the balloon and catheter as a single unit. The procedure was completed with another 15x 2.5mm quantum maverick balloon catheter which was inflated to 14atms for 8 seconds. No patient complications were reported and the patients status is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, shaft break occurred. Vascular access was obtained via the right radial artery. The 70% stenosed, eccentric, 29 mm in length, de novo target lesion was located in the moderately tortuous and mildly calcified, with a significant bend (<=45) and 2.5 mm in diameter left circumflex artery. The lesion was predilated with a 10 x 2.0 mm balloon catheter. The physician successfully delivered a 2.5 x 29 mm non-bsc stent to the lesion. This 15 mm x 2.5 mm quantum maverick balloon catheter was selected for post-dilation; however while advancing the shaft broke in two pieces. The physician withdrew the balloon and catheter as a single unit. The procedure was completed with another 15 x 2.5 mm quantum maverick balloon catheter which was inflated to 14 atms for 8 seconds. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Examination of returned complaint device revealed that the hypotube separation was 65 cm from the strain relief and the fractured surfaces was ovaled. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).